Event description:
The seat of the commode allegedly cracked at the hinge. No alleged injury

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9650-4 serial number/date code (B)(4) is approximately 3 years and 2 months old. The user manual part number 1148075 rev b (jul-08) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.